Manufacturer narrative:
This MDR is for the same event reported in MFR report #1119779-2022-01107. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ ap was used while contaminated, leading to false patient results. Three patients were placed in isolation due to the erroneous results. Confirmatory testing was performed, and corrected lab reports were issued. No adverse medical impact was reported due to the corrected reports or delay in treatment. The following information was provided by the initial reporter: customer problem vanc resistance in s. Aureus, not confirmed by state public health laboratory troubleshooting emailed them troubleshooting steps to decontaminate the instrument, or to check for contamination follow up report: 8/12. Decontamination of the ap was successful. No additional susceptibility issues have arisen since the procedure was completed. Instrument is functioning as expected. 3 patient reports were affected by the issue. What was the erroneous result? False resistance for vancomycin. What was the confirmatory method used to determine the result was erroneous? State lab disc diffusion and pcr van a and van b gene detecting pcr system. Customer used pcr also lab developed test. Were there any corrected reports? Yes, all three reports had to be redacted and corrected.

Manufacturer narrative:
H6 investigation summary: the complaint of "vancomycin resistance" was received against instrument phoenix ap material number: 448010, serial number: (B)(6). Bd remote assistance provided, instructed customer to complete the decontamination procedures ,no additional susceptibility issues. Instrument was found to be operational and released to the customer for regular use. This complaint is an unconfirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. H3 other text : see h.10.

Event description:
It was reported that the bd phoenix¿ ap was used while contaminated, leading to false patient results. Three patients were placed in isolation due to the erroneous results. Confirmatory testing was performed, and corrected lab reports were issued. No adverse medical impact was reported due to the corrected reports or delay in treatment. The following information was provided by the initial reporter: customer problem- vanc resistance in s. Aureus, not confirmed by state public health laboratory. Troubleshooting- emailed them troubleshooting steps to decontaminate the instrument, or to check for contamination. Follow up report: 8/12. Decontamination of the ap was successful. No additional susceptibility issues have arisen since the procedure was completed. Instrument is functioning as expected. 3 patient reports were affected by the issue. 1) what was the erroneous result? False resistance for vancomycin. 2) what was the confirmatory method used to determine the result was erroneous? State lab - disc diffusion and pcr - van a and van b gene detecting pcr system. Customer used pcr also - lab developed test. 3) were there any corrected reports? Yes, all three reports had to be redacted and corrected.